Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the shaft and on the balloon, consistent with handling. The stent implant was returned dislodged from the balloon and located on the stylet, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inner diameter of the protective sheath and stent outer diameters were measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible the sheath was inadvertently handled during removal resulting in the dislodgement. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during the preparation, the 3.5 x 15 mm multilink vision was removed from the hoop. When removing the protective sheath, the stent was noted to be dislodged inside the protective sheath. There was no resistance noted when removing the protective sheath from the device. There was no patient involvement and no reported clinically significant delay. A new 3.5 x 15 mm multilink vision was used to complete the procedure. No additional information was provided.